Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymphatic flare up in neck".

Event description:
Patient reported "crazy inflammation symptoms", and "lymphatic flare up in neck." Patient additionally reported "autoimmune symptoms", "markers were super high, getting sick super easy, resistant to antibiotics with steroids", "hair loss", "passed out a few times and broke wrist twice, crazy couple of years" "fatigue", "migraine" and "night sweats", deemed not related to the device. Record is for right side. Device remains implanted.